Event description:
The customer reported to beckman coulter, inc. (Bci) that erroneously low sodium (na) results were obtained on their unicel dxc 800 instrument and the results were reported out of the laboratory. Prior to the event, the ise (ion-selective electrode) system had produced qc (quality control) results that were within the lab's established range. After the low na results were detected, the qc results were repeated and the na results were low. The ise system was re-calibrated and the qc recovered within range. The customer re-ran all of the pt samples on the lab's second analyzer, found that the results were higher for some samples and issued amended reports. The customer did not provide any examples of the results. The total number of pt sample results reported out of the laboratory is unk and no other pt or sample info was provided. While the customer did not receive any report of any adverse event or pt injury associated with this event, it is unk if there was any change to pt treatment.

Manufacturer narrative:
A bci fse (field service engineer) provided service to the ise system. The fse cleaned the flow cell, replaced the sample syringe and replaced both na electrodes. While these measures alleviated the problem, no clear root cause was determined. The laboratory decided to perform qc runs every 4 hours during normal operation. This reportable event was identified during a retrospective review of complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events.